Manufacturer narrative:
Additional information was added: the device was manufactured from november 4, 2019 - november 5, 2019. The actual device was not available; however, photographs of the sample were provided for evaluation. The photographs were reviewed; however, the reported condition of under infusion could not be objectively confirmed. For the reported under infusion, a functional flow rate test must be performed on the complaint sample to verify the flow rate accuracy. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The device had been filled with 4800mg fluorouracil in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.